Event description:
The pump was returned to animas. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the result of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/31/2012. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r. During testing, the load step failed to detect the cartridge and emitted a "no cartridge detected" warning. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to this issue, the keypad was found to be torn at the contrast button and the battery cap was found to be smashed. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.